Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 20% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). An opticross imaging catheter was selected for use. The physician attempted to insert an unknown ablation catheter into the heart, but it was accidentally inserted into the left circumflex ostium (lcx) and lcx ostium dissection occurred. Emergency percutaneous coronary intervention (pci) was performed a non-bsc drug eluting stent (des) was placed in the puncture part. When the opticross imaging catheter was used after placement, it got stuck in the des. It was noted that the des was not crimped sufficiently on the blood vessel because of severe flexion. Since it was unable to push forward, an unknown balloon was advanced in the wire first then it was pushed against the exit port but there was no change. A 0.014in non-bsc wire and an unspecified balloon were advance but that was not effective. With that, this device was cut then the imaging core was pulled out. A 0.025in non-bsc wire was tried to advance in the inner catheter but that was not effective. It was tried to pull out but shortening of the non- bsc stent was observed so it was stopped. A 1mm unspecified balloon catheter was advanced and pushed up to the exit port, the opticross imaging catheter was removed safely and was able to pull out. After the opticross was removed, the des was expanded with the balloon catheter and additional stent was deployed because des was damaged. The procedure was completed with another with the same device. No patient complications were reported and patient was stable.